Event description:
Custom hip packs from cardinal health appear to be compromised. The surgery staff observed and looked at the packs and noticed puncture wounds that could possibly cause sterility to be impacted. Cardinal health became aware of the situation and came on site to evaluate the incident. They took pictures of the packaging and the location of the punctures. They have sent the pictures and packaging back to their manufacturing plant for evaluation. (B)(6) hospital is awaiting further communication from cardinal as this is a major patient safety issue.